Event description:
Additional information was received reporting that the cause of the missing option to view the MRI report was unknown. However, based on the lead model, it could hide the button or not. Regarding the impedance issue, the cause was unknown. No further actions were taken as they've already tried to solve the impedance issue another moment ago but didn¿t resolve. It was probably the tip of the electrode which was a bit damaged.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_lead, serial# unknown: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no option to view the magnetic resonance imaging (MRI) report when connected to an activa sc and following the MRI workflow. There were no identified contributing factors. No diagnostics or troubleshooting were performed, and no interventions or actions were taken to resolve the issue. The issue was not resolved at the time of the report. Additionally impedance readings showed monopolar contact 1 was 25.9k ohms, bipolar contact 1-0 was 26.1k ohms, 3-1 was 28.2k ohms, 2-1 was 28.2k ohms. No surgical intervention occurred or is planned. No patient complications have been reported as a result of this event.